Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned for evaluation. The company is still investigating the issue at this time. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7594 pta dilatation catheter allegedly experienced inflation problem, material frayed, material deformation, and unraveled material. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. Patient age, weight, and gender was not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned for evaluation. The investigation is confirmed for the reported inflation issue, balloon rupture, frayed fibers and fiber disturbance. A root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7594 pta dilatation catheter allegedly experienced inflation problem, material frayed and material rupture. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. Patient age, weight, and gender was not provided.